Event description:
It was reported that during a da vinci hysterectomy surgical procedure, the metal frame work before the plastic at the distal end broke on the suction irrigator instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's snake wrist to be dislodged. Failure analysis concluded that the dislodged snake wrist may be due to mishandling/misuse. Failure analysis investigation also found the instrument's snake wrist cable to be frayed. The snake wrist cable under the disks were frayed, however nothing was sticking out. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the dislodged snake wrist and frayed cable found during failure analysis if to recur could cause or contribute to an adverse event.